Manufacturer narrative:
(B)(4) - the reported event of tip detached. The device has been received, but an evaluation has not yet been performed; therefore, a failure analysis is not available. If there is any further relevant information received, a supplemental medwatch report will be filed. At this time, we are unable to determine the relationship between the device and the cause for the event.

Event description:
It was reported to boston scientific corporation on november 10, 2010 that a bagley stone retrieval helical basket was used in an unknown procedure performed on (B)(6) 2010 (patient ID, gender, and weight are unknown). According to the complainant, the tip of the retrieval device "broke off" inside the patient. The detached portion was retrieved from the patient using a disposable grasper, and the procedure was completed. Several attempts have been made to obtain additional patient and event information. However, no further event details have been made available to boston scientific to date.

Event description:
It was reported to boston scientific corporation on (B)(6), 2010 that a bagley stone retrieval helical basket was used in an unknown procedure performed on (B)(6), 2010 (patient ID, gender, and weight are unknown). According to the complainant, the tip of the retrieval device "broke off" inside the patient. The detached portion was retrieved from the patient using a disposable grasper, and the procedure was completed. Several attempts have been made to obtain additional patient and event information. However, no further event details have been made available to boston scientific to date.

Manufacturer narrative:
A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot. Based on the analysis of the returned device, it has been determined that the device basket, basket wires, and basket tip were all present and attached. However, a fragment of the distal tip of the outer sheath, measuring approximately 8mm, was found to be detached; the detached fragment was present with the return. The drive wire was also found to be kinked. Most likely the tear to the outer sheath and kinks on the drive wire were caused by some aspect of the procedure. Therefore, the most probable root cause for this complaint is operational/physiological context.